Manufacturer narrative:
(B)(4). The graphical user interface (gui) printed circuit board assembly (pcba) and two backlight inverter pcbas replaced by the customer were returned for evaluation. The reported condition was confirmed on the gui pcba.

Manufacturer narrative:
(B)(4). The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) was only authorized to update the software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.